Manufacturer narrative:
The device is not going to be return to heartware for analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device is not going to be return to heartware for analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately thirteen and a half months after the implantation, the hospital reported that the patient had experienced low lvad ((B)(4)) flow rates. They attributed this to a suspected inflow cannula obstruction. The patient was treated with an lvad pump exchange (for (B)(4)). Post-operatively the patient was transferred to the intensive care.

Event description:
Approximately thirteen months after the implantation, the patient developed exertional dyspnea and decreased vad flow estimations. She is then reported to have collapsed and was admitted to hospital. She was initially treated with dobutrex and heparin infusions. The patient was later treated with an lvad pump exchange (for (B)(4)). Post-exchange, the patient is reported to have been further treated with a stent in her vad outflow graft, coronary artery bypass grafting and later with plavix. The patient is then reported to have expired at a later date.

Manufacturer narrative:
The device remains implanted (post-mortem) and is therefore not available for analysis. Review of the manufacturing documentation confirmed that pump met all requirements for release. The cause of the reported event cannot be conclusively determined. Outcomes attributed to the event. No additional information will be forthcoming.